Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage. Functional testing found the complaint was not verified. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was not reading accurately and sometimes not reading. No patient injury was reported.